Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device had a long charge time and that the battery is indicated to be past the elective replacement indicator. The device remains in use. No patient complications have been reported as a result of this event.